Manufacturer narrative:
Continuation of d10: product ID w2dr01 (serial: (B)(6)); product type: 0240-ipg; implant date (B)(6) 2025; product ID 5076-52 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2025, product ID 383069 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2025 product ID c315s1002 (lot: 0012573411); product type: 0255-delivery catheter; product ID c315his02 (lot: 0012628634); product type: 0255-delivery catheter; product ID c315his02 (0012590011); product type: 0255-delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperative during right ventricular (rv) lead implant that the catheter exhibited a defect in the hemostasis valve, resulting in backflow of the contrast agent. It was also reported that the catheter had part looseness and disconnection. A second catheter was used but the valve was exposed and had part looseness and disconnection. Regurgitation of contrast agent was observed, and the valve appeared to be floating. The physician determined the second catheter was not suitable for use. The rv lead was successfully implanted using an alternative catheter. No patient complications have been reported as a result of this event.